Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. We were unable to perform all functional testing including the operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify alarm and missing segments/partial display due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of program alarm anomaly and missing segments/partial display. The customer's blood glucose level was 6.5 mmol/l at the time of the incident. The customer stated that he changed the battery and the pump beeped and nothing appeared on the screen. Troubleshooting was performed. The product was returned for analysis.